Manufacturer narrative:
Should additional information become available this event will be updated.

Event description:
Boston scientific received information that one day post implant intermittent ventricular capture due to increase thresholds was noted on this right ventricular (rv) lead. It was also noted that r-wave amplitudes had decreased and undersensing was also noted. A chest x-ray displayed a possible lead dislodgment. The rv lead was repositioned successfully and all measurements were acceptable. No adverse patient effects were reported.